Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that after the patient was done eating and taking bolus, her dexcom app and omnipod 5 insulin pump showed stable egv. At around 5 pm, the egv dropped 100 mg/dl to around 47 mg/dl, and she felt she was about to pass out, her heart was beating fast due to adrenaline rush, nauseous, and slurred speech. So, she quickly treated herself based on the egv. The patient said that she paged her doctor between 4:54 pm and 4:56 pm and was waiting for her doctor's office to call her back to ask what to do. No fingerstick test was done. The patient tried treating her low and took candies and ate some fruits. Her daughter came and assisted her in injecting gvoke twice. Attempts to contact the patient for additional information were documented as unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code - speech disorder.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
3004753838-2025-346293 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.